Event description:
It was reported that there was something wrong with the ventilation of this device and the customer found this device cannot deliver oxygen for patient. The customer ventilated the patient manually and replaced a back up device immediately. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that there was something wrong with the ventilation of this device and the customer found this device cannot deliver oxygen for patient. The customer ventilated the patient manually and replaced a back up device immediately. No patient injury reported.

Manufacturer narrative:
It was reported that there was something wrong with the ventilation of this device and the customer found this device cannot deliver oxygen for patient. The customer ventilated the patient manually and replaced a back up device immediately. No patient injury reported. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but was not able to provide additional details. In case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. Further analysis is not possible due to failed parts was not returned to draeger for investigation. It is recommended that the customer contact professionally trained maintenance personnel to refer to the relevant specifications in IFU to inspect and perform preventive maintenance on the device.